Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported downstream occlusion sensor failure which was not reproduced during evaluation. A review of the event history log identified multiple events of "downstream occlusion!" However the log cannot be used to distinguish true and false alarms. The cause was determined to be an out of adjustment downstream tubing guide. The downstream tubing guide was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a downstream occlusion sensor failure. There was no patient involvement. No additional information is available.